Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer experienced an elevated blood glucose, bg value not provided. A correction bolus was delivered to address bg level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.

Manufacturer narrative:
Added h10 statement: per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer experienced an elevated blood glucose, bg value not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.